Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "they are having very high ventricular pacing." The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.